Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported by the sales rep via phone that after an unknown procedure while setting up the fms duo pump the screw of the plug of the 2 way foot pedal for fms duo+ broke off inside the pump and it is stuck. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the connector pin was found broken, therefore it was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to lack of maintenance of the device. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [c27a10172] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that after an unknown procedure while setting up the fms duo pump the screw of the plug of the 2 way foot pedal for fms duo+ broke off inside the pump and it is stuck. Additional devices were used to complete the procedure. No patient consequences or surgical delay reported. Both devices are available to be returned for evaluation.